Event description:
Consumer e-mail stated the tampons were falling apart. No injury was reported.

Event description:
Consumer e-mail stated the tampons were falling apart. No injury was reported. 12-mar-2021: no failure could be identified as a result of the investigation by the manufacturer.